Event description:
It was reported that the 9600 system had a saturation error message and locked up during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, cmos and sram batteries, were replaced. The beam and collimator were aligned and work station power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.